Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue could not be duplicated or verified. The display flex cable was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's screen was blank. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.